Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump does not always vibrate when it is supposed to. In addition, when the quick bolus feature is set to vibrate, the pump does not vibrate when the quick bolus feature is used and the customer must pull the pump out of a pocket to view bolus page and confirm bolus. The customer's blood glucose level was 330 mg/dl. Reportedly, the customer was able to bolus with the pump when physically viewing the pump screen. It was indicated that the customer would use the pump until replacement arrived.